Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the planned treatment/non-emergency treatment was completed without delay. The philips field service engineer (fse) inspected the system onsite and confirmed that not able to emit fluoroscopy using the wireless footswitch. During troubleshooting, the fse suspected issue could be with interface unit. The fse replaced the sibbox unit. After replacing the sibbox unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not able to emit fluoroscopy during a procedure. X-ray did not work for 10 minutes after which it started working again. No harm has been reported to philips. Philips has started an investigation of this complaint.